Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 49 mg/dl. The customer alleged that "has a tendency to go low during the night." Customer consumed fast acting carbohydrates to address the low bg. In addition, it was reported that the pump led the customer to perform the load process multiple times. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer was able to complete the load process and resume insulin deliveries.